Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped charging the ipg causing the ipg to become inoperable. Surgical intervention was taken to replace the ipg. Reportedly the patient had effective stimulation post-operatively.